Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500 mg/dl) while wearing the pod on the arm for between 24 and 36 hours. Symptoms reported include hyperglycemia. The patient was treated with intravenous therapy and fluids. The pod was removed at the hospital.